Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The reported symptom was confirmed and reproduced. The unit was received inoperable per the reported symptom of "se 105 pic motor" caused by a failed motor (flex). The motor assembly was replaced.

Event description:
It was reported that a pump displayed system error 105. It was also reported that there was no pt injury.